Manufacturer narrative:
An investigation was performed through the evaluation of system logs and video provided by the user, as well as testing the software on representative systems. Failure analysis concluded that the accidental drop of the controller while the system was in drive mode activated the irrigation button, while also initiating a fault due to the controller drop. This fault prevented the controller from stopping the irrigation pump. This issue is a software defect. Due to the precise timing required for the series of events to occur in activating the irrigation button and initiating this specific fault within milliseconds of each other, the issue could not be reproduced.

Event description:
It was reported that during a monarch-assisted biopsy procedure, the irrigation pump would not respond to commands from the controller after the controller had been dropped. The system was shut down to stop the irrigation pump. Approximately 500 ml of saline was irrigated into the lung. The physician used a non-auris manual scope to remove the extra fluid. The physician reported that the patient cleared a short observation and recovered without any problems. There were no reported clinical consequences to the patient.